Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The top and bottom housings were observed to be cracked with evidence of corrosion in the cracks which indicates the cracks allowed fluid to enter the pod. The exact time and cause of the cracked housings could not be determined. Both the top and bottom housings were discolored from internal component corrosion. Once the device was open, multiple components were observed to be corroded or display evidence of fluid ingress, this included the batteries and the pcb assembly. Due to the corrosion on the pcb assembly and batteries, the pod data was unable to be downloaded despite multiple attempts. During fluid path testing, fluid was unable to travel the complete fluid path due to an exposed soft cannula tear which produced a leak. The exact timing and cause of the soft cannula damage could not be determined. It cannot be confirmed that the soft cannula damage is related to the reported not sure delivering insulin event and it cannot be conclusively determined that the pod successfully delivered insulin without the pod data. Therefore, the cause of the reported not sure delivering insulin event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 511mg/dl whilst wearing a pod on the abdomen. Investigation of the device found the top and bottom housing was cracked with evidence of internal corrosion as well as a tear in the exposed soft cannula.